Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, blood was noted on the distal conductor on visual inspection with no other damage or defect.

Event description:
It was reported that the lead was too small for the vessel. It was also reported that the patient received phrenic nerve stimulation. The lead was not implanted. No further patient complications were reported as a result of this event.